Event description:
This device is showing eri 10 months after implant. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2019 - device was explanted. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message related to the battery status on the programming device, confirming the clinical observation. The eri battery status was triggered on (B)(6) 2019. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed in eri-mode. The therapy functionality was still functional. Next, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be almost depleted. Subsequent thorough investigations of the electronic module revealed a damaged capacitor resulting in the clinical observation. In summary, a damaged capacitor was identified during analysis leading to the clinical observation. However, the manufacturing records document a normal device production. It is therefore assumed, that the damage occurred after device shipment, however the date of occurrence was not determinable.